Event description:
Vague report received from baxter-france states device completed infusion sooner than expected. Report states device completed infusion in 20 hours versus the expected 24 hours. Device contained vancomycin and ns for a total volume of 250ml. Report indicates no patient injury resulted from reported condition.